Event description:
The light cord disconnected from the scope with routine use during a laparoscopic procedure. The cord was caught prior to it touching the drape. There was no scorch mark or hole in the drape and no harm came to the patient. However, we have had similar events recently with storz endoscopic equipment. Surgeon reviewed the camera, light cord, and scope used during this procedure and found the adaptor to the karl storz scope has very few threads on it by design. When the surgeon is turning the scope for another visual angle they are using the post where the light cord attaches to the adaptor. It only takes a half turn for the light cord to loosen enough for it to pop off the post.